Event description:
The customer reported to baxter (B)(4) of a buretrol solution set in which a leak was observed from an eyelet hole in the tubing. The event occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.